Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
Additional information received on 3/28/2025: the healthcare professional reported a fracture or damage to the surrounding bone while performing the hemi shoulder replacement. The complication is unrelated to the device. The healthcare professional also reported that the fracture was repaired using the cerclage wire.

Event description:
On 3/24/2025, a facility notification was received via email regarding the pmcf study. The facility representative reported that post-operative fracture or damage to the surrounding bone was reported by the healthcare professional. The healthcare professional stated that the relatedness of the complication to the univers revers fracture adapter shoulder prosthesis remains undetermined. Severe pain or disability associated with disease or injury of the glenohumeral joint, attributed to a traumatic injury, was reported. Additionally, no further treatment was necessary, and the complication and surgery date were not disclosed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.